Event description:
"Customer reported: 1st case: several sites have informed us of problems with the use of black msn2210 needles in the metz + bar le duc and nancy sectors. - pain for the patient when taking blood, problem with the bevel. - low flow rate. 2nd case: we've been using these new needle references for several weeks now and we've had some very negative feedback (from nurses and our lab staff). The needle's bevel is of poor quality: pain when you prick, and when you're in the vein, there's no return. - difficulty in screwing onto the vacutainer body. - ejection of tubes during venipuncture (tubes fall to the floor!)".

Manufacturer narrative:
No pictures/samples or other evidence have been received from the customer for evaluation. The batch number of impacted sol-m multi-sample needle 22g*1, ref msn2210 is not available and therefore it was not possible to come back to the manufacturing partner for archived samples analysis. This report was initially submitted on 04/11/2024. Due to issues with displaying the initial submission, this submission contains both initial and supplemental information.

Manufacturer narrative:
This report when initially submitted encountered an internal issue potentially related to database connectivity. This issue was identified while implementing CAPA-57 which was opened following an FDA inspection. This supplemental MDR is being submitted to remove required intervention to prevent permanent impairement and to correct report type - adverse event and product problem provided in the initial MDR [3014312726-2024-00202]. The previously reported was incorrect. The correct report type is product problem only. Our evaluation of the risk, which follows guidance from iso 14971, indicates that the overall risk for the reported failure is low. This evaluation is based on our track and trend analysis and risk management files which are evaluated and updated constantly based on post market surveillance. Due to unavailability of batch number, the investigation couldn't be able to conclude. As part of our continued commitment to our customers, sol millennium will continue to monitor the complaints trend for the reported failure mode and take any corrective action based on our procedures, if a significant pattern emerges.